Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contact reported finding a fluid leak following treatment. The pd patient contact stated the cassette was leaking. During follow up the patient¿s pd nurse reported that the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. The pd nurse stated cultures were performed on the patient and the result was negative. No adverse event reported at this time. The cassette was discarded.